Event description:
Procedure type: laparo rectum. According to the reporter: the blunt grip disengaged and fell into the surgical cavity during use. The component was immediately retrieved through the trocar without impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported and current condition is satisfactory.

Manufacturer narrative:
Initial report sent: 10/02/2007.